Event description:
Pt reports feeling sick immediately after implant of essure. Pt experienced profuse bleeding, hair loss, memory loss, nausea, vomiting, muscle pain, sever abdominal pain, bloating, confusion, high blood pressure, vision problems, teeth and gum problems, and lethargy. "I feel like an 80 year old lady". Pt also reports having stabbing pain and burning sensation but subsided a little after 1cm of essure was explanted by physician on (B)(6) 2013. During the explant physician was only able to get 1cm out of the 4cm implanted this was due to device fragmentation. A 3cm of device has migrated to pt's ribs and hips. Explanting physician also realized the implanting physician performed a tubal as well and her fallopian tubes were perforated as a result of the procedure.